Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united kingdom. On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 22811sg, frequency and expiration date unspecified). After about less than one month of usage, the shaft of toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 22811sg, frequency and expiration date unspecified). After about less than one month of usage, the shaft of toothbrush broke. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken. The tufts were less deformed. The handle breakage was at the thinnest point of the handle. During an overbend test of validation, no toothbrush was broken. The handle area of breakage was the area of clamping during execution of the overbend test. Therefore this part of the handle did not get load with bend forces during the test. A change of the basic handle material was released. The claimed toothbrush had been manufactured according to the specification. No manufacturing error had been detected. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.